Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device along with the explant report have been received to hq without any previous opened complaint.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The device along with the explant report have been received to hq without any previous received complaint. Per information received on february 10, 2021 the user reported loud noise and shocking sensations. The user has been re-implanted.